Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stuck a needle all the way through the cartridge, and was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the cartridge was not leaking and there was no evidence of a punctured bag. The customer changed the cartridge, performed fill tubing, and observed insulin dripping out of the end of the tubing. The customer was able to resume insulin delivery. The customer's blood glucose level was 184 mg/dl, which was addressed with a bolus.